Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the host pc was not switching on. After reviewing the log file fse confirmed that there is a malfunction in voltage. Fse found that the cmos battery is defective. The fse replaced the battery. After replaced the cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not switching on intermittently. The fse reseated the cmos battery which resolved the issue, and the device was returned to use in good working order.